Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated issues with infusion set in the form of bent cannula and he also developed flu. Due to high blood glucose (which was in 400s mg/dl) and flu, the patient was taken to the emergency room where the stay was 5 hours. The patient was diagnosed with diabetic ketoacidosis with ketone level as dangerous/life threatening as assessed by health care professional and was given intravenous insulin injections as corrective treatment. Subsequently, the patient left the emergency room with blood glucose level still in 400s mg/dl and was feeling nauseous and weak leading to further admission in the hospital. The patient also received preventive treatment for blot clot. Reportedly, the patient had used the infusion set for one day and was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.